Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During use, a leak was confirmed. There was no harm reported. There was no report of any intervention (reintubation) performed.

Manufacturer narrative:
(B)(4). One sample was received for evaluation, an inflation/deflation test was performed and it was observed the cuff deflated immediately, a visual inspection was performed and it was observed the cuff presents a tear. The failure mode tear in cuff was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.